Event description:
It was reported that the device battery voltage dropped quickly in three months and is now at 2.61 without the recommended replacement time message. The device was explanted and replaced. The right ventricular lead has a history of low impedance and high threshold. The lead was capped and replaced. The left ventricular lead had high threshold and was capped and replaced. No patient complications have been reported asa result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6936 implantable defibrillation lead, (B)(6) 1995; 4193 implantable pacing lead, (B)(6) 2002; 6940 implantable defibrillation lead, (B)(6) 1999. (B)(4).